Event description:
Prior to an unrelated procedure, noise resulting in oversensing was observed on the right atrial (ra) lead. Diagnostic imaging was performed and no anomalies were noted. The ra lead was reprogrammed to resolve the event. The patient was stable.